Event description:
It was reported that during a procedure, the surgeon was using the 5.0mm flexible shaft and the 8.5mm medullary reamer head. As he began to ream, the reamer head broke at the coupling. The surgeon used another reamer to complete the procedure. All pieces were removed from the patient and there was no reported adverse effect to the patient. The reamer head was discarded after the procedure. This is report 1 of 2 for this event.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The flexible reamer shaft was received for a manufacturing evaluation and all coupling jaws for the prongs were broken off. The shaft appeared fairly used with multiple striations around the shaft and this distal end where the reamer heads attach. The broken prongs and reamer head were not returned. Due to the damage and missing broken off parts, the relevant dimensions for this breakage could not be checked. Visible investigation showed a device which was in often or forcible use. This complaint is deemed invalid from a manufacturing standpoint. A product development evaluation was also performed. On the flexible reamer shaft, all measurable dimensions fell within allowed tolerances specified on the drawing. Based on the internal design of the reamer heads, it is most likely that the prongs broke off of the flexible shaft after the reamer head tip had broken. After the reamer head tip breaks, the prongs can be subject to mechanical overloading conditions due to forces from the reaming rod or contact with the bone and metal tip fragments. It appears this flexible shaft failed due to mechanical overloading experienced after failure of the reamer head, but this cannot be confirmed because the broken pieces were not returned. This complaint is indeterminate from a design standpoint.